Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was found to be low. The customer canceled the service call.

Event description:
It was reported that the 9800 system had a filament failure error message. No pt injury was reported.